Manufacturer narrative:
The unique device identifier is (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and a leak was observed from the top left corner of the bag on the edge. Microscopic examination revealed a pinch on the edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking from the top left corner of the bag. The leak was found in the pharmacy. There was no patient involvement. No additional information is available.